Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported calling her doctor due to feeling irritation at the pod site on the second day of wear. The bump originated around the cannula. She continued to wear the pod until the third day. She stated that, according to her doctor, it was an infection on her pod site but was not given a specific diagnosis. The patient also felt dizzy for about 18 hours. Treatment included being prescribed antibiotics over the phone (ciprofloxacin, 500mg) to take two times a day. The doctor also asked the patient to use a warm compress and over-the-counter neosporin. The patient no longer had the pod to return or provide device information from.